Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During an rvot premature ventricular contractions procedure, a cardiac perforation occurred requiring surgery. An agilis sheath was placed into the right ventricle (rv). The tacticath se ablation catheter was advanced into the rv. While attempting to maneuver from the rv apex, the physician advanced the catheter toward the anterior side of the rv apex with 35 grams and perforated through. Impedance went from 135 ohms to 350 ohms. The patient's blood pressure dropped. The catheter was withdrawn into the sheath. A viewflex catheter visualized pericardial fluid buildup over the rv which was verified with transesophageal echocardiogram. A pericardial drain was placed and 400ml were removed. A central line was placed and the patient stabilized and was transferred to the ICU. Later the patient underwent surgery for a pericardial window and was extubated from the vent that night. No ablations had been performed. There were no performance issues with any abbott device.